Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx3828 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx3828) have been reported from the same facility in (B)(6).

Event description:
It was reported that [patient] underwent catheter placement in PICC clinic in the morning of november 6. After the catheter was attached to an extension tube supplied in the package of 7655405, detachment occurred. The problem occurred again when a spare separately-packaged extension tube was used. Catheter placement was not completed successfully until another spare separately-packaged extension tube was used. Therefore, two extension tubes were affected in this complaint. The personnel performing catheter placement notified us that there was no human operation errors. This report addresses the second device.